Event description:
Additional information indicated that the lead was not used due to an issue with the helix requiring too many turns.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that attempted implant of this lead was not completed due to an unspecified product performance issue. No adverse patient effects were reported.